Manufacturer narrative:
(B)(4).

Event description:
The physician was trying to reposition the competitor&#62688;lv lead due to loss of capture, loss of sensing and diaphragmatic stimulation. During the revision, all the leads pulled back. The physician tried to reposition the ra lead but during that, the rv lead pulled completely back and capture was lost. The patient was in chb so the physician made a femoral stick and put in a temporary pacing lead. The physician explanted all leads and this device and the patient now has a temporary pacer and lead. No adverse patient events were reported. Should additional information be received, this file will be updated

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the analysis approx. 21.5 cm distal to the is-1 connector pin a thread was found at the lead body which was sutured within the lead's insulation and the outer coil. Blood penetrated the whole lead. It is reasonable to assume that this damage occurred while the fixation sleeve was tightened at the lead body during the implantation procedure. The cuts in the insulation most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.